Event description:
Philips received a complaint by the customer on the v60 indicating that the bipap randomly turned off while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a v60 that randomly turned off while on a patient. The biomed brought the unit back to the shop, but could not duplicate the issue. The biomed ran a battery test and confirmed it had passed. A troubleshoot of the unit was performed and it was discovered that the battery had a manufacture date of 11-22-2015. The rse recommended to the customer to replace the battery and run the performance verification test (pvt). The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17268.